Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose readings. The customer's blood glucose was 82 mg/dl and sensor glucose was 133 mg/dl. The customer stated that her sensor showed 58 mg/dl and then below 40 mg/dl. The customer also had sensor glucose reading of 124 mg/dl and her blood glucose showed 196 mg/dl. The customer also mentioned that last night, she hit 27 mg/dl. The customer treated with juice and peanut butter. The insulin pump was not returned for analysis.